Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, reporting a poor-quality ap waveform and an unable to calibrate message. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. User stated that they are awaiting the chest x-ray results and will call back if further assistance is required. No harm or injury reported.